Manufacturer narrative:
Date of event is estimated. Date of explant is estimated. A patient experienced ineffective stimulation/therapy was reported to abbott. As a result, the entire system was explanted. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-15642. It was reported the patient experienced ineffective therapy with their scs system. As a result, the system was explanted to address the issue.